Event description:
The customer reported that the clear insulation broke after 2 hours of use. However, nothing fell into the patient cavity. A new instrument was used to complete the procedure. It was reported that the patient had blood loss of 100 ml but it is unknown if this is device related. There was no patient injury. The device was returned and part of the clear insulation is missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.